Event description:
A facility reported that five days after duragen (id2201i) was placed, patient had fever and headache. A sella turica abscess was suspected on examination and abscess drainage was performed nasally on (B)(6) 2022. Duragen in the sella turica was infected and was removed on said date. Patient has rathke's cyst (primary disease) and was given steroids to prevent recurrence of rathke's cyst.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The duragen (id2201i) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. Additionally, no retained sample evaluation was recommended because no lot number was reported as part of the complaint. A request for a medical/scientific affairs assessment was made. A complaint evaluation was received from scientific affairs which concluded the following: ¿if duragen had been placed in the sella turcica, this was almost certainly a pituitary tumor procedure of some type. Most likely an endoscopic endonasal transphenoidal approach. One of the dangers in this procedure is inadvertent breach or exposure of the mucous membranes allowing instrumentation or graft materials to become contaminated from bacteria within the nasal cavity. Duragen processing of the ultra pure collagen is confirmed to clear all bacteria and viruses to greater than 6 log reduction. The matrix is also terminally sterilized with eto following packaging and is presented sterile when the packaging is opened.¿ based on the limited information provided and the scientific affairs assessment, the complaint is considered not related with product use and unconfirmed. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.